Manufacturer narrative:
It was reported that more than 14 years after the implantation, a revision surgery was performed on the right hip due to signs of metalosis, insufficiency of the adductors and cement failure with decentering of the stem. Pre-revision cobalt and chromium ion levels were 2.1 g/l and 5.3 g/l respectively. The left hip was revised in (B)(6) 2020 (case-(B)(4)), with pre-revision ion levels of 12.6 g/l cobalt and 11.1 g/l chromium. The removed devices, the metal insert, metal ball head and an cps stem, used in treatment, were returned for investigation. The hi-shell was not returned for investigation. The liner shows some minor scratches on the contact area with the ball head. The ball head shows a similar pattern. The stem has some major scratches on the surface, especially the tip of the stem shows discolorations and an altered surface of the polished stem. The cone of the stem shows minor discoloration on the surface. It is also visible that the stem was slightly damaged during the explantation. A technical evaluation was conducted. The linear wear of the ball head and the liner were assessed using a roundness machine (redlux) for the head and a surface profiler for the cup. The linear wear on the ball head was measured to be 73.7 m, the linear wear on the liner was 111.4 m (combined 185.1 m, 13.04 m/year). The volumetric wear could only be assessed for the ball head and resulted in 35.9 mm3. The presence of a marked wear patch on the ball head and the acetabular liner shows that edge loading has occurred (angle of ball head wear patch was found to be 40.3 degrees, see picture 1). Taper analysis for the linear wear of the ball head show a maximal material loss of less than 5 m. Compared to former cases, the findings regarding the wear on the bearing surface is higher than expected. Further investigations were initiated for the stem. Optical microscopy of the cone area did not reveal any signs of corrosion. The black discolorations which are visible on the distal tip of the stem, could be identified as dried up body fluid residues, through elemental mapping. Potentiodynamic corrosion measurements performed on intact (proximal) and discolored (distal) areas of stem show that the stem surface is passive and well protected against local corrosion. No material deviation was found, the measurements showed the material specific results. The distal tip shows scratches in longitudinal direction, and corrosion products such as oxides and hydroxides. Furthermore, an elemental analysis could not confirm the presence of bone cement in the distal area. Summarizing the findings, a damaged cement mantle could have led to friction between the stem and the bone in case of instability. The friction might have inducted scratches and in combination with body salty, such as nacl, corrosion can be induced if the passive layer of the stem is damaged. A production documentation of all four implants, including the material certificates, did not show any deviation. The certificates of the ball head and the liner demonstrate that the raw material is a wrought cobalt-chromium-molybdenum alloy as specified in the product files. The stem is made from high nitrogen stainless steel, according to iso 5832-9. Regarding the stem, a labelling analysis was conducted, as the label on the patient chart indicates a different stem than the one explanted. The investigation showed that the labeling was according to specification. There are no indications that the parts failed to match specification at the time of manufacturing. A complaint history was conducted and it was shown that the reported failure modes are covered by the risk management file in severity and occurrence. The stem, the ball head and the liner are no longer available on the market. Abrasion of implant surfaces and development of osteolysis as a reaction to foreign bodies is a possible side effect from hip arthroplasty according to the IFU versions, lit no. 12.23, ed. 09/05 and lit no. 12.07, ed. 01/03. Based on the received information a medical assessment was conducted. The revision operative report indicated that the ¿acetabular component had 0 degrees anteversion and the pan was incorrectly positioned in retroversion and set too far medially.¿ the pathological findings of and the product analysis support the intraoperative findings of metalosis. According to the surgical technique (lit. No. 01773-en, v6, 07/20), the acetabular component is to be impacted with 10-20 degrees anteversion and 40-50 degrees inclination. It is however unknown if the decreased anteversion of the acetabular component and/or the retroverted pan led to accelerated wear and the metalosis noted intraoperatively. However, it must be noted that an imperfect alignment can lead to the observed edge loading. The relationship between the reported event and the devices can be confirmed. The devices in questions, ball head stem and liner, are no longer available on the market. A wear patch was observed on the metal-on-metal joint. Signs off corrosion were detected at the distal tip of the stem, however not on the cone nor the neck of the stem. The investigation performed demonstrate that the material of all implants is within specification and that the material characteristics did not cause the observed metal wear and distal corrosion. The alignment of cup and ball head and the absence of distal cement mantle combined with stem instability may have contributed respectively to the formation of a wear patch on the metal-on-metal joint and to the formation of a corrosion patch on the distal tip of the stem. The root cause is therefore attributed to a known inherent risk. The need for further actions is not indicated. Smith and nephew will monitor these devices for further similar issues. The returned devices will be retained.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that a revision surgery was performed in order to explant a sl plus stem. During surgery, it was noticed the the cup was not loose, but was incorrectly positioned. The intension of the revision surgery was also to address a metalosis condition in the patient. Primary surgery was performed on (B)(6) 2006.